Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a flexima 5f cone tip ureteral catheter was used in the kidney during a ureteroscopy procedure performed on (B)(6) 2022. During the procedure, when the device was implanted, it was noticed that the cone tip portion of the catheter was sharp and pierced through the ureteral orifice. The device was then removed immediately, and the procedure was completed with an open-ended catheter. It is unknown how exactly the catheter pierced the ureteral orifice. There was no reported treatment performed for the patient injury. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h2: additional information: block b5 (patient outcome), d7a (sud reprocessed and reused), h8 (usage of device) block h6: conclusion code d14 is being used to capture that the event is no longer reportable. Block h10: investigation result the visual examination of the returned complaint device found that the shaft has no kinks or torns and their luer cap was not returned. A tactile analysis was performed and passing the finger along the catheter but nothing sharp was felt. Additionally, the device was inspected against the cosmetic inspection and a little burr was noted at the tip of the device which is according to the cosmetic procedure the size is allowable. Microscopic examination was performed, and it was found that the tip of the catheter did not identify major issue. No problems with the device were noted. The reported event of was not confirmed. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event (visual, physical and performance testing). Therefore, the most probable root cause for this complaint is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Block h11: correction: block b1, b2 (product problem), h1 (type of reportable event), h6 (patient code, impact code).

Event description:
It was reported to boston scientific corporation that a flexima 5f cone tip ureteral catheter was used in the kidney during a ureteroscopy procedure performed on (B)(6) 2 022. During the procedure, when the device was implanted, it was noticed that the cone tip portion of the catheter was sharp and pierced through the ureteral orifice. The device was then removed immediately, and the procedure was completed with an open-ended catheter. It is unknown how exactly the catheter pierced the ureteral orifice. There was no reported treatment performed for the patient injury. No further information has been obtained despite good faith efforts. ***additional information received on december 7, 2022*** it was reported that there were no patient injury and no patient complications reported as a result of this event.